Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The DHR was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following tavr procedure, a 18f ce manta was planned for closure in the right common femoral artery. Arteriotomy was noted as 7mm, mild calcification (<25%), and no tortuosity. A medial positioned access was attained using ultrasound. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. The sheath from the first manta closure was left in place and the manta closure was removed. A second 18f ce manta closure device was opened and deployed without complication, and hemostasis was achieved. Procedural requirements in the IFU indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; and the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath. In step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the consultant used the manta device at the end of the tavi procedure. The bypass tube would not fit into valve of the manta sheath. A second pack was opened from the same box and the manta device went in fine. The same sheath was used for both manta devices.